Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On the same day, the patient started treatment with injection (inj) cefepime (1 gram, once daily, and route not reported) and inj vancomycin (1 gram, once in 3 days, and route not reported) continuously for peritonitis. The patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.